Event description:
It was reported that during a pulse generator change out procedure, the right atrial lead exhibited oversensing. The lead was capped and replaced. The patient was in good condition.